Event description:
It was reported that the right ventricular (rv) lead had dislodged. The patient presented chest pain and was experiencing bradycardia. Additionally, it was noted that there was intermittent lead capture. Through fluoroscopy, the dislodgement was confirmed. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. The patient presented chest pain and was experiencing bradycardia. Additionally, it was noted that there was intermittent lead capture. Through fluoroscopy, the dislodgement was confirmed. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.